Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve, the patient died. The cause of death was not received. The physician indicated that the medtronic valve or its function did not "play a role" in the patient¿s death, and that the procedure was very complex and the patient had a very sick heart. It is unknown whether an autopsy was performed.